Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported to olympus that there was a communication error on the bronchovideoscope. The event occurred during reprocessing. There was no delay and no reported impact on the patient.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured.   The device was returned to olympus for inspection, and the customer's malfunction was confirmed.  The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that during user handling of the device, leakage happened from the biopsy channel and bending section cover, resulting in water entering the device. Consequently, there was an abnormality in the electronic components, leading to the temporary occurrence of error message b30. Additionally, the device inspection found the foreign material obstructing the biopsy channel, it could not definitively be identified what the material was within the device. It might not have been removed due to improper reprocessing of the device caused by leaks at the bending section cover and biopsy channel. However, the cause of the material remaining in the device could not be determined. The event can be [detected/prevented] by following the instructions for use which state: important information ¿ please read before use precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Additionally, regarding the foreign material event, the user may detect the event by handling the device according to the following instructions for use. - inspection of the instrument channel. Olympus will continue to monitor field performance for this device.